Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a faulty display. Although requested, patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). Additional information was received and was added to b5. There was no patient involvement at the time of the reported issue. Device evaluation: the service engineer evaluated the ventilator and replaced the graphical interface user (gui) touch frame. The ventilator was placed back in service at the customer site.

Event description:
There was no patient involvement at the time of the reported issue.

Manufacturer narrative:
Product analysis: a touch frame printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and areas of contamination were found on the pcb. It was found that the contamination was fluid ingress from cleaning products entering the housing which as a result of the contamination on the pcb, a track was corroded and had become open circuit. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs, functionality testing was performed an investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination on the pcb. If information is provided in the future, a supplemental report will be issued.